Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm. According to the patient¿s parent, on (B)(6)2026, the patient experienced a hyperglycemic event and ketones had been noted. The patient stated that they had been feeling sick 2 days prior to the event. At first, it was still bearable, but when the patient started to vomit, the reporter brought the patient to the hospital. The reporter stated that no cgm readings were available from that time as the sensor had failed. The patient was treated with intravenous fluids. No further medication was reported, and the patient was discharged after spending 6 days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.